Event description:
End user allegedly fell while attempting to transfer without assistance into the motorized wheelchair in the middle of the night. End user was reportedly hospitalized and later succumbed.

Manufacturer narrative:
Hoveround has not been given access and has been unable to evaluate the motorized wheelchair, to date. Hoveround will provide a follow-up report after evaluation of the motorized wheelchair. Hoveround has not been given access.